Event description:
It was reported that this brady lead was not successfully implanted due to unsuccessful coronary sinus (cs) access and the lead insulation was damaged during slitting. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this brady lead was not successfully implanted due to unsuccessful coronary sinus (cs) access and the lead insulation was damaged during slitting. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported.